Event description:
It was observed that during the device evaluation, the rigid video laparoscope had 3d image malfunction and failed light source function. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of the 3d image malfunction was attributed to a failure of an electrical component. The light source malfunction was attributed to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.